Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced. Patient was stable.

Event description:
New information received indicated that the lead was fractured.

Manufacturer narrative:
A fracture of the conductor was noted at 25.0 ¿ 26.2cm from the connector pin consistent with clavicular crush damage. The clavicle crush fractured all the filars of the outer coil and damaged the inner insulation at the middle region of the lead. This fracture is consistent with the observation from the field of noise.